Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had arrhythmia, gastrointestinal bleeding, and was lightheaded and dizzy. Log file analysis was requested. Log files were sent for review, and the data showed frequent pulsatility index (pi) events that were occurring from 28may2025 to 28may2025 9:04:55.

Event description:
The frequent pulsatility index (pi) events were occurring on (B)(6) 2025 from 0:32:35 to 9:04:55.

Manufacturer narrative:
B2 - outcomes attributed to adverse. G2 - report source. H6 health effect - impact code. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported pulsatility index (pi) events; however, a specific cause for the reported events could not be conclusively determined through this evaluation. The submitted system controller event log file contained events from (B)(6) 2025. The majority of the log file consisted of pi events. No other notable events or alarms were captured, and the pump appeared to operate as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A is currently available. The IFU lists potential adverse events, including cardiac arrhythmia and bleeding, that may be associated with the use of the heartmate 3 lvas. The IFU also addresses all pump parameters, including pulsatility index (pi). The IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Furthermore, the IFU lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The IFU also outlines the recommended anticoagulation regimen, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.